Manufacturer narrative:
(B)(4). Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to patient condition. Analysis: upon receipt at medtronic's quality laboratory, two sections of the valved conduit were received for analysis. The larger section measured approximately 3.6 cm in length. All leaflets were slightly stiff but flexible except where mineralization was present. Tissue deterioration due to mineralization was noted in all leaflets. The tops of all commissures were cut during explant. Pannus lined the inner lumen from the inflow to the outflow covering clusters of mineralization. Pannus was noted on the inflow and outflow orifices. Radiography showed mineralization in the valved conduit wall and leaflets. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to mineralization and host tissue overgrowth. These findings are generally considered a patient related condition.

Event description:
Medtronic received information that this bioprosthetic valved conduit (implanted 2 years) was explanted due to calcification. No adverse patient effects were reported.